Event description:
Patient receiving adenosine non-stress test (nst) administered through rapid rate infuser during a thallium stress test. Pump administered a bolus of adenosine without warning. Patient suffered rapid decrease in heart rate. Patient complained of becoming dizzy. Heart rate decreased to 20. Pump discontinued. Patient treated appropriately and heart rate increased to 50. Upon inspection by biomedical department, it was discovered that the on-off switch which is mounted internally on the computer board had disintegrated. Fragments were found inside the compartment.